Event description:
I had mentor breast implants implanted in 1997. I had no symptoms until 2009 when I was diagnosed with hashimoto's thyroiditis. After that time, I have developed many health issues including: development of environmental allergies, food sensitivities, medication sensitivities, sensitivities to cosmetics and personal care products, liver injury from medications due to sensitivity, rosacea, brain fog, fatigue, ocular migraines, loss of libido, trouble maintaining mental focus, inability to tolerate contact lenses and multiple eye infections, ringing in ears, trouble sleeping, hormone imbalance, early menopause, night sweats, joint and muscle pain (feet, knees, pelvic bones, elbows and shoulder), foot pain (nerve, muscle and joints), degenerative disc problems/sciatic pain. Atypical chest pains and breast pain.